Event description:
The implantable neurostimulator stopped working in 2008. The patient felt no stimulation sensation. Hcp listings were provided to the patient. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.